Manufacturer narrative:
Device expected to be returned to the MFR but not received as of yet. Pending return and eval supplemental report will be sent.

Event description:
Generator froze and then shut down during a surgical procedure. Generator was powered down and rebooted and was able to be utilized to complete the surgical procedure.